Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that experiencing data synchronization service failure despite no errors in sync info 2.0 and an active station-side datasynchronization, with the last successful upload recorded on (B)(6) 2026. A technical support specialist (tss) attempted to start data synchronization resulted in failure due to a port conflict, as logs showed the service could not bind to port 50051 because it was already in use. A server reboot did not resolve the issue, and data synchronization continued to stop automatically. Further investigation identified that the cohesity agent service was occupying port 50051, which was required by the datasync service. After stopping the cohesity agent service, the datasync service started running successfully, confirming the root cause as a port conflict. As a preventive measure, it was recommended to disable or manage the cohesity agent service to avoid recurrence. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server one patient does not cross over to the station. The patient was a simulated patient used for student training, and the site had only one station. The station displayed the message patients on pyxis may not be current, was in disconnected mode, and was operating on critical override. The user mentioned it had been a while since they last attempted to add a new patient, and the station was designated for student use. However, there were no delays or adverse events or injuries reported based on this event.